Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results on magnesium (mg) on one patient sample. The customer indicated their protocol is to change the reagent probes monthly as part of preventative maintenance. The customer indicated the probes would be changed after the event. The initial result was 2.8 mg/dl, which was reported outside of the laboratory. The sample was repeated twice on another cobas 6000 c501 and generated repeat results of 2.1 mg/dl and 2.1 mg/dl. The sample was also repeated on a third cobas 6000 c501 instrument and generated a repeat result of 2.1 mg/dl. The repeat result of 2.1 mg/dl was deemed to be correct by the customer and was corrected. The customer refused to provide any information regarding patient treatment or if there were any adverse effects to the patient due to the erroneous result. The lot number and expiration date of the mg reagent in use at the time was requested, but the customer refused to provide this information. The field service representative could not determine a cause. He cleaned and checked the sample probe. He also checked the internal and external rinse water and cleaned all rinse nozzles. The instrument was lubricated and a precision check was performed. The customer ran a calibration and qc, which was ok. The investigation could not determine a specific root cause due to the lack of relevant information. It was noted the most likely cause was a pre-analytical issue.